Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set leaked. The primary solution and the secondary chemotherapy medication where attached and primed when sent to the unit. The set was connected to an unspecified pump. When the nurse initiated the infusion, the leak was observed around the port on the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.